Event description:
Olympus was informed by FDA mw5109282: a patient coughed up the distal end cover five days after the endoscopic retrograde cholangiopancreatography. No additional information available. This event includes 2 reports: patient identifier (B)(6) - maj-2315. Patient identifier (B)(6) - tjf-q190v. This report is 1 of 2 for patient identifier (B)(6) - maj-2315.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected g2 and h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4, h6 of the initial medwatch. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus tried to replicate the reported failure using a distal cover (lot. H1412) and confirmed that the distal cover will never come off when it has no damage, and it is correctly attached to the scope. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the usage of chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, resulting in the cover to come off the scope. It is also possible the cover was easily removed from the scope due to insufficient attachment to the scope. Additionally, when attaching the scope to the cover it was damaged by pushing it diagonally, making it easy for the cover to come off the scope the event can be detected/prevented by following the instructions for use (IFU) which state: IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.